Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they was at (B)(6) in the pediatric intensive care unit. There was a patient on the arctic sun device and it was giving a low flow. They assisted with properly connecting the pad and ensured it clicked. The flow rate was jumping from 0.2 up to 1.6 l/min and then it seemed to had stabilized at 0.8 l/min. They wanted to make sure everything looked good because the nurse had a hard time getting the patient up to target. It was confirmed when the pad was first connected and priming, the flow rate would have fluctuated drastically until fully primed and could have taken a couple minutes. It was also confirmed they had the neonatal pad on the patient. The targeted temperature was 37c, patient temperature was 34.7c, and water temperature was 33.8c and seemed to be raised. They stated patient was just returned from imaging and the patient temperature was 34.5c prior. The trend indicator showed three arrows down before and then showed thermoneutral. Rewarm rate was 0.5c/hour. It was explained for neonatal pads, they typically saw a water flow rate of 0.8 l/min or above was adequate for therapy. It was suggested to the nurse to keep a close eye on the flow rate and if it dropped below 0.7 l/min, had them call. After they were resuming therapy returning from imaging, the nurse should watch for the patient¿s temperature to increase by 0.5c/hour as it was controlled. The water temperature might had got warmer, and the nurse might saw extended period of warm water. It was explained if they do, they should perform diligent skin checks on the patient. They would pass along their phone number to the nurse and have them call for any issues with rewarming.

Event description:
It was reported that they was at hennepin county medical center in the pediatric intensive care unit. There was a patient on the arctic sun device and it was giving a low flow. They assisted with properly connecting the pad and ensured it clicked. The flow rate was jumping from 0.2 up to 1.6 l/min and then it seemed to had stabilized at 0.8 l/min. They wanted to make sure everything looked good because the nurse had a hard time getting the patient up to target. It was confirmed when the pad was first connected and priming, the flow rate would have fluctuated drastically until fully primed and could have taken a couple minutes. It was also confirmed they had the neonatal pad on the patient. The targeted temperature was 37c, patient temperature was 34.7c, and water temperature was 33.8c and seemed to be raised. They stated patient was just returned from imaging and the patient temperature was 34.5c prior. The trend indicator showed three arrows down before and then showed thermoneutral. Rewarm rate was 0.5c/hour. It was explained for neonatal pads, they typically saw a water flow rate of 0.8 l/min or above was adequate for therapy. It was suggested to the nurse to keep a close eye on the flow rate and if it dropped below 0.7 l/min, had them call. After they were resuming therapy returning from imaging, the nurse should watch for the patient¿s temperature to increase by 0.5c/hour as it was controlled. The water temperature might had got warmer, and the nurse might saw extended period of warm water. It was explained if they do, they should perform diligent skin checks on the patient. They would pass along their phone number to the nurse and have them call for any issues with rewarming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.